Manufacturer narrative:
(B)(4). (No code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. Product evaluation: failure analysis for fiber 0010-2400-434a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char; the metal cap adhesion location exhibits burnt glue; the glass cap has pushed forward in metal cap and can rotate off center; the glass cap can be easily removed. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 180000 joules; 29 minutes, the "fiber was not firing in the right direction (lateral and axial)". The fiber was exchanged and the procedure was completed with the second fiber. No injury was reported.